Manufacturer narrative:
The specified identity of the device was confirmed and the device was examined. Visual inspection revealed the tip has fractured. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that the tip of the driver fractured while removing a screw. The tip was retrieved and the case was completed with an alternate device. The complaint is confirmed. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Screwdriver tip or alignment block fracture, disassembly, or stripping can occur when the driver is over torqued or if there are mating or alignment issues with the screw where the torque is not transmitted adequately from the screwdriver to the screw.

Event description:
It was reported that the tip of the driver fractured while removing a screw. The tip was retrieved and the case was completed with an alternate device. There was no reported patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the driver fractured while removing a screw. The tip was retrieved and the case was completed with an alternate device. There was no reported patient harm.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the driver fractured while removing a screw. The tip was retrieved and the case was completed with an alternate device. There was no reported patient harm.